Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermittent occlusion alarm occurred. Customer changed pump supplies to address the issue. It was also reported that an intermittent cartridge alarm 1 occurred during bolus delivery. A cartridge change was performed resolving the issue. The customer's blood glucose level was 160 - 189 mg/dl.